Event description:
The patient received an alert for high impedance. Further testing in the clinic confirmed the high impedance. The physician opted to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.